Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The instrument was returned for analysis intact but without the spacer on the device. Based upon the visual and functional examination, it was concluded that the balloon had been cut. The size and location indicate balloon was cut with a sharp instrument. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested: did the issue occur pre-operative or intra-operative? Was this the initial use of the device? How long has the surgeon been using this device? What other devices were used in conjunction with the device? Was the sales rep present during the event?

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the balloon was burst. Another device was used to complete the procedure. There were no adverse consequences for the patient.